Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) male patient who was receiving morphine (unknown concentration) at 0.14 or 0.17 (unknown frequency) per day via an implantable pump for spinal pain. Since (B)(6) 2015, the pump hasn't been helping to cover the pain. The patient has had some difficulties with travel and mechanical difficulties. He couldn't focus to do his paperwork and was in real tough shape. The patient was looking for a physician in (B)(6) to program his personal therapy manager (ptm) since his managing physician was in (B)(6). The patient is going back to (B)(6) in (B)(6) 2015 and his next refill is scheduled for (B)(6) 2016. It was later reported the patient saw his general physician and he thought the pump had moved. The patient reported pain and irritation over the skin. Additional information has been requested regarding the cause of the event, diagnostics, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was later received from a patient indicating that he still had not seen anyone, he had been reaching out 3 months suffering and he was losing mobility. The patient described himself as an "underdosed pumpie".